Event description:
It was reported that the patient survey referenced a high blood glucose reading, with cause unclear, while using the ilet system; no alerts or alarms were reported and no additional event details were available due to unsuccessful follow-up. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or long-term impact. Investigation included attempted outreach to collect event details. Investigation of this case revealed insufficient information to identify a product performance issue or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.